Event description:
A customer reported experiencing a readings issue and a needle stuck in insertion site with wear of the adc device. Customer reported experiencing dizziness and not feeling well and was unable to self treat. Customer reported having contact with an paramedics who provided assistance of filament removal as well as glucose tablets for an additional diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device serial number (B)(4) has been partially returned and is currently undergoing investigation. A follow up report will be submitted once all investigation activities are complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator, no failure modes were observed and applicator had fired correctly. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack, no failure modes were observed. Lid was observed to be completely peeled off. The platform has been inspected and no issues were observed. Further investigation was unable to be performed due to sensor not returned. Therefore, issue will be closed to no product returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a readings issue and a needle stuck in insertion site with wear of the adc device. Customer reported experiencing dizziness and not feeling well and was unable to self treat. Customer reported having contact with an paramedics who provided assistance of filament removal as well as glucose tablets for an additional diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.